Event description:
It was reported that approximately 43 months after the xience stent implantation into the proximal right coronary artery (rca), restenosis occurred in the rca. The patient then was implanted with a second xience stent to the mid-rca. Approximately 21 months later, the patient died of unknown cause. This was learned from the patient's family upon attempting to contact the patient for the (B)(6) follow-up visit. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Death is a known adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The other xience v is being filed under a separate MFR number.